Event description:
The pt reported charging issues between the implant and external equipment. The physician decided to explant the system and re-implant the pt with a new advanced bionics spinal cord stimulator.